Event description:
On (B)(6) 2011, the reporter/nurse contacted animas on behalf of the patient and left a message alleging that the patient's settings were "not showing on the pump." The reporter also noted that she could not see the basal results. Attempts by animas to contact the reporter and patient for follow-up information have been unsuccessful. Animas was able to speak to the patient's husband but he was only able to provide limited additional information. He indicated the patient was taken to an emergency room (ER) on (B)(6) 2011, due to a blood glucose (bg) level of "500 mg/dl." The patient was reportedly receiving unspecified hospital treatment to control her bg levels. According to the patient's husband, she was wearing the pump at the time of the event. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pump had a history/settings issue. The patient's husband also claimed that the patient was hospitalized for hyperglycemia. At this time, it is unknown if the pump contributed to the patient's injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.